Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day as onset, the pt was hospitalized for the event. On an unreported date, the pt began treatment for the peritonitis with inj (injection) ¿imista¿ (500mg in each bag, frequency and route not reported), inj vancomycin (1g, frequency and route not reported), inj amikacin (100mg in bag starting dose, frequency and route not reported). The pt¿s outcome for the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.